Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's ipg would not charge due to suspected malfunction and or due to weight loss. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed all tests performed. The complaint in regard to the charging issue was not verified. The battery depletion and sleep current were within the expected range. The result attested that the device is capable of being charged fully under a proper charging method. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Ac/dc current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's ipg would not charge due to suspected malfunction and or due to weight loss. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.